Event description:
It was reported the pt experienced discomfort at the ipg site. The pt believes the ipg is moving in the pocket and described it as 'pulling' when he is at work. The pt also reported experiencing a 'ripping sensation' a few weeks after his implant. F/u identified the physician confirmed the discomfort was caused by ipg movement. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.